Event description:
It was reported that the patient presented via merlin.net transmission after an alert for charge time reached was received. In clinic, two manual capacitor maintenances were performed and were within normal range. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.